Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported particular device began printing wingdings whenever a print command was issued, ultimately using the entire spool with wingdings font printed throughout. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) followed up with the customer to confirm if a downtime window has been identified for the medstation to proceed with printer driver reinstallation and validation. Customer agreed to close the case temporarily and will log a new ticket once downtime is available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported particular device began printing wingdings whenever a print command was issued, ultimately using the entire spool with wingdings font printed throughout. There were no adverse events or injuries reported based on this event.